Event description:
Information received by medtronic indicated that the insulin pump had a crack battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery side of case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), faded end cap label, missing display window/cover, cracked retainer, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed at the battery side of case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.